Event description:
Pt was revised to address infection. Poly wear and osteolysis was discovered intraoperatively.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approx 20 years ago. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Infection after this length of time implanted is not likely to involve a device or device processing error. Although the report cannot be confirmed, it would not be unreasonable to find poly material wear after the length of time reported as implanted. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.